Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the malposition of the device (iliac limb), left limb thrombus causing buttocks claudication and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user related. At index, the right iliac limb was placed above the fourth half ring (should be between third and fourth half rings). The right limb partially occluded the origin of the left limb. This likely created the left limb thrombus with stenosis (user related). No procedure related harms were identified. The clinical assessment also determined that severe stenosis of the proximal left limb occurred that was not in the event as reported. The stenosis was discovered during a review of the operative notes dated 08 december 2023 as well as the still images. The final patient status was reported as discharged to home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2023. It was reported that the patient presented to the doctor's office with claudication symptoms of the left buttock. A computed tomography (CT) scan was performed, and upon evaluation it was found that one of the previously placed limbs was deployed proximal to the fourth half ring and had expanded out to the full 14 mm inside the distal alto main body above the bifurcation. It was partially covering the opening of the other ovation limb. It was also noted on CT there was presence of thrombus in the top of the other limb that went to the patient's left leg where the claudication symptoms were present. During review of previous case images, it was determined from the angiogram that the ipsilateral limb was placed about 5-10mm above the fourth half ring during the original procedure. The patient was placed on the angiogram table. Bilateral access was obtained with 8fr sheaths, and wires were introduced into each sheath extending through the graft into the descending aorta. The physician used a penumbra (non-endologix) aspiration catheter to remove the clot out of the proximal opening of the left ovation stent graft limb. After the clot was removed, two 11 x 39 vbx (non-endologix) stents were advanced (one on each side). The devices were advanced until the proximal end of the balloon expandable stent grafts were above the top of the previously placed ipsilateral limb at the same height, a few millimeters proximal to the opening of the ipsilateral limb. The physician and his assistant inflated both vbx stents to their nominal pressures. Imaging was performed and it was confirmed there were no flow issues into either limb. The patient had bounding pulses in their left foot, which was improved from pre-procedure pulses. During the procedure, the physician stated that he felt like this was not a device failure, but a technical failure.